Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .035-inch terumo; guide catheter: glide catheter straight; sheath: destination sheath, 6-french terumo sheath; 5000e heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The right femoral artery was reportedly moderately calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that after stent implant revascularization of a stenotic right common iliac artery, arteriotomy closure of a retrograde puncture in a moderately calcified and moderately tortuous right femoral artery was attempted using a perclose proglide device. Reportedly, the device was inserted into the vessel over a 0.035-inch non-abbott guide. The guide wire was removed when the exit port of the device was at the level of the skin. The device could not be positioned as it became blocked against the proximal struts of the stent in the dilated portion of the common iliac artery. Several attempts were made to reinsert a j-shaped guide wire, with the intention to progress further through the stent, but the guide wire was blocked in the device guide wire lumen making it not possible to cross the guide wire with the proglide device. The proglide device was crossed by inserting the stiff end of the j-guide wire to the distal end of the device enabling the removal of the device. A glide catheter was inserted over the guide wire that was used to remove the proglide device. The j shaped end of the guide wire was inserted into the glide catheter to position the j-shaped guide wire in the vessel. The initial proglide device was successfully deployed and achieved hemostasis. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.